Event description:
It was reported that the patient experienced underdose symptoms and withdrawal symptoms following a pump replacement. A pocket exploration was planned. As of (B)(6) 2014, the catheter had been revised where a kink was suspected. Therapy was ¿resend within normal limits¿. The device system was used to deliver lioresal 200mcg/ml. Specific patient symptoms, cause of the event, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), im planted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the cause of the issue was unknown. The patient was given oral baclofen, intravenous valium, and admitted for observation, to mitigate or resolve the symptoms. The issue was noted as resolved and the patient recovered without permanent impairment.